Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open inguinal hernia procedure while fixing the mesh, the staples did not deploy. The clip didn't work. To resolve the issue in order to complete the case other device was used. There was no patient injury.